Manufacturer narrative:
Device passed displacement test. Device had cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir was damaged. The customer¿s blood glucose level was 251 mg/dl at the time of incident. The insulin pump will not be return for analysis.